Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft, and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that the clip was difficult to deploy. It was reported that this was a mitraclip procedure performed to treat degenerative functional mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed lateral in a2/p2. However, during deployment all steps were followed but the clip initially did not deploy. Troubleshooting steps were performed to get the clip to deploy, the device was placed coaxial so that the lock lever could properly engage to release the clip; and the clip deployed. The procedure was completed without any further issues. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.